Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - custom orthopaedic salvage system yoke extra reduced size catalog #: cp114875 lot #: ni, custom orthopaedic salvage system tibial bushing extra reduced size catalog #: cp114876 lot #: ni, custom orthopaedic salvage system extra reduced size non-modular tibial baseplate 50mm catalog #: cp114874 lot #: ni g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being considered for a left knee arthropflasty revision to address femoral component loosening with instability approximately twelve (12) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. Visual examination of the provided picture identified the explanted devices. However, due to the quality of the photo, further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bone quality is markedly osteopenic. There is femoral implant loosening. The root cause of the reported event remains the same. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient was revised. The femoral component, yoke, and tibial bushing were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.